Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(4) record created in order to update (B)(4) (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges: in 2002, patient was implanted with a depuy pinnacle mom implant in her right hip. Patient suffered debilitating pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. In (B)(6) 2005, patient was revised and implanted with a new pinnacle mom device. In 2010, the new implant began slipping out of the socket causing intense pain, discomfort, and the inability to walk without assistance. Patient is unable to be revised a second time due to too little bone structure remaining. Doi: 2002 - dor: (B)(6) 2005 (right hip; first implantation); doi: (B)(6) 2005 - dor: none (right hip; second implantation). Patient is a resident of (B)(6). Update: 11/15/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Originally implanted (B)(6) 2002 revised (B)(6) 2005 because of instability. Records are available for further review. Update ad 27 june 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges loosening of the cup, dislocation with open and closed reduction, infection, loosening of the stem, elevated metal ions, and fracture component after the first revision. The patient harm and patient name were updated and added product experience code and lawyer. Stem, cup, five screws and the unknown hip implant were added to the impacted product due to the alleges loosening, infection and fractured component from the ppf. The first revision was captured under (B)(4). Doi: (B)(4) 2005; dor: none reported (right hip) second revision. (B)(4) (right hip) first revision; (B)(4) (right hip) second revision.